Event description:
The lay user/patient contacted lifescan alleging the meter displayed message "last bg is more than 15 minutes old. Retest". The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The 510 (k) # is k082590.